Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, high thresholds, diminished sensing, and had dislodged. Under fluroscopy it appeared that the helix was never fully extended. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.